Event description:
It was reported that during an acetabular labral repair surgery when inserting the device, it could not stay in the bone. No part of the device broke off. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-3602h-1 was received for investigation. Visual inspection identified that both the inserter and the suture tape were returned. No damage was noted to the inserter, nor to the suture construct. The investigation concluded without the observance of any abnormalities. No information was provided in terms of the method used to prepare the bone, as well as the bone quality encountered.